Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, a 12-year-old female child patient faced a kinked cannula due to which she experienced high blood glucose level of 300 mg/dl and infusion set was changed after one and a half hour after insertion. Further, on (B)(6) 2022, the patient again faced a kinked cannula due to which her blood glucose level was raised between 300-400 mg/dl, but the next day (B)(6) 2022), the patient woke up to nausea, vomiting and tried to treat it with bolus via pump and changed the infusion set, but on the same day, she went to the emergency room due to high blood glucose level. Her highest blood glucose level was above 500 mg/dl and had moderate ketone level which was not assessed as dangerous/life threatening by her healthcare professional. Moreover, the infusion set had been used for 3 days and site of insertion was upper buttocks. During her stay in the emergency room, the patient received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) which resolved the issue. After staying for 3 hours, on the same day (B)(6) 2022), the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.